Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The patient reported a return of symptoms and feeling sick located in the gastric region. The change in therapy/symptoms was considered gradual. This occurred in (B)(6) 2015. The device was last checked 7-8 months ago. The patient had already contacted the healthcare provider (hcp) office. The steps taken to resolve the patient feeling sick was that the patient got a call on (B)(6) 2015 from their hcp's nurse saying the manufacturer representative was there and they could come on down to have their gastric stimulator reprogrammed. The patient did and was feeling much better. The patient had an incident on the evening of (B)(6) 2015 where they got real sick and nauseous and had to leave church and come home. The patient never threw up, but wanted to. Overall the patient was feeling so much better. The patient's relevant medical history includes gastric stimulation.